Event description:
It was reported that the patient experienced severe hypoglycemia while using the ilet and discontinued use, reporting they have not used the device for approximately one year; the patient also provided usability feedback requesting a snack announcement option in addition to breakfast, lunch, and dinner, and expressed interest in a dual-hormone system. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term disability. Investigation included a review of the user report and complaint details. Investigation of this case revealed no device return and no device evaluation, with the event characterized as hypoglycemia with an undetermined cause and no identified device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.